Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 525 mg/dl after treating with manual injection blood glucose went down to 355 mg/dl. Customer other relevant blood glucose level was 314 mg/dl, 300 mg/dl and 163 mg/dl. Customer experienced nausea and weakness because of high blood glucose. Customer also stated that the insulin pump was dead and not turning on. The device will be returned for analysis.